Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a feeding tube. The customer reports that there is gastric leakage from the c port (medication port) of the y site connector. The stem closure reportedly does not snap into place. The patient's skin was in contact with gastric acid, which caused a small chemical burn on right hip. The patient was treated with a topical flamazine cream (rx only) and telfa dressing. The patient condition is reported as stable.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway, upon completion the results will be forwarded.